Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was failed after upgraded to 1.7 from 1.6. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a performance issue. The field service engineer verified with customer issue has been resolved. The station was booted up and functioned properly. The system functioned as intended after the field service engineer troubleshooted the device.